Event description:
A surgeon reported a pt experiencing pain, a temporal black crescent in her vision, glassy vision and halos following intraocular lens (iol) implant surgery. The surgeon reported the pt has been seen by her eye specialist, who stated that the black crescent was probably temporal dysphotopsia and the glassy vision was related to contrast sensitivity with this lens. The pt has an appointment with her implanting surgeon. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. Based on the results from the product and batch history record, the product met release criteria. Additional information has been requested. (B)(4).